Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse stated to resolve this issue by replacing the rinse pump and syringe drive. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported multiple analytes control failure, ca control failed false negative on bilirubin and false flow on urobilinogen on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
Correction to the bec internal identifier as follows: (B)(6).